Event description:
The surgeon reported that post op to a gastric band implanted, the patient presented to the hospital with problems in 2009. The band was removed due to infected fluid around the band. The port site was not infected. The risk manager will not release the device until after their investigation. The patient is currently okay.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.